Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/faded. Unrelated to the complaint, the keypad was torn and all keypad buttons were unresponsive. Evidence of contamination was found under all key contacts. The keypad flex was found to be peeling and evidence of moisture was found inside the pump.